Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 1 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The fluid was observed leaking from the cycler set and from behind the cycler set. The patient was advised to discontinue the use of their cycler and a new cycler was issued. The patient was also advised to follow up with their peritoneal dialysis nurse (pdrn) regarding the replacement. The patient stated that alternate treatment will be performed. The patient did not report any adverse event, serious injury, nor harm during the original call. Additional information was requested, however, to date a response has not been received. The return of the cycler to the manufacturer for physical evaluation was scheduled.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A patient sensor calibration check was performed and passed. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the ast. A mushroom head check was performed and passed. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pumps a and b and within the recess of the bottom cover adjacent to the pump. Fluid was also found in the pneumatic lines. The cause of the dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.